Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet system was not charging, and the user suspected either the power cord or the charger¿s rear port, after which a replacement was initiated. Symptoms included no alarms or alerts and no reported clinical effects. Outcomes included replacement supplies shipped to restore charging capability. Investigation included customer service troubleshooting and verification of shipping for replacement components. Investigation of this case revealed a suspected charger or cable malfunction affecting the external power/charging interface. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging assembly.